Event description:
It was reported that in 2005, a (B)(6) woman had two fixation screws implanted due to a proximal femoral fracture. In 2011, patient felt moderate anal discomfort and pain and needed aid from her home-based nurse to extract a foreign body which slipped into the toilet bowl with a metallic sound. A CT scan confirmed that only one screw was left in the patient, which was removed percutaneously under local anesthesia to avoid further complications. This information was identified during a literature review.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical evaluation was performed and noted that no clinical/medical information has been provided. Therefore a thorough investigation cannot be performed. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.